Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer stated that they were unable to stabalize hbgs. The cause of the event could not be determined by the md. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing. The customer was educated on the two hbg rule.